Manufacturer narrative:
(B)(4).

Event description:
The customer alleges inserting the line without issue but when separating the peel away sheath one side of the hub completely came away from the sheath itself. Forceps were used to grab the side from where the hub broke away.

Event description:
The customer alleges inserting the line without issue but when separating the peel away sheath one side of the hub completely came away from the sheath itself. Forceps were used to grab the side from where the hub broke away.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges inserting the line without issue but when separating the peel away sheath one side of the hub completely came away from the sheath itself. Forceps were used to grab the side from where the hub broke away.

Manufacturer narrative:
(B)(4). The customer returned a peel-away sheath for evaluation. The sheath was returned completely peeled and with one of the sheath hub tabs separated. Dried blood was observed on the sheath body. Visual examination of the returned sample revealed that one of the sheath hubs had completely separated from the sheath body. None of the sheath body material remained within the separated hub and neither the hub nor the body appeared deformed/torn at the point of separation. This would indicate that the sheath body was not sufficiently secured within the hub prior to use. Visual examination of both halves of the peeled sheath revealed that the sheath had peeled as expected along the blue score lines. The sheath half still connected to the hub was fully recessed into the hub and showed no abnormalities. The sheath was fully peeled and the tips were undamaged. The length of the sheath half still connected to the hub measured 4" from the distal tip to the bottom of the hub. This is within the specification of 3.9375"-4.0625" per sheath product drawing. Both of the sheath halves measured 114 mm in length indicating that both were fully recessed into the hub prior to peeling apart. A manual tug test confirmed the sheath half still connected to the hub was connected securely. A device history record review was performed on the peel-away sheath and no relevant findings were identified. The customer report of the peel-away sheath hub separating during use was confirmed through evaluation of the returned sample. The customer returned a fully peeled sheath and one of the sheath hubs had completely separated from the sheath body. None of the sheath body material remained within the separated hub and neither the hub nor the body appeared deformed/torn at the point of separation. This indicates that the sheath body was not sufficiently secured within the hub prior to use. Based on the condition of the returned sample, the probable root cause for this issue is manufacturing related. A nonconformance request has been initiated to further investigate this issue.